Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for lead extraction. It was noted that the right ventricular lead exhibited high capture thresholds. No patient symptoms were reported. The lead was extracted and replaced successfully. Patient was in good condition post procedure.